Manufacturer narrative:
Exact date unknown, event occurred shortly after device implant. Explant date: 2009 additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700, model: sc-2218-70. Serial: (B)(4). Batch: 204233.

Event description:
It was reported that the patient underwent an explant procedure due to lead migration. No further information has been obtained despite good faith efforts.